Manufacturer narrative:
MDR was created in order to report failure analysis findings: the unit did not have a battery installed when received. Unit passed the displacement test, rewind, basic occlusion test, prime/a33 test, excessive no delivery test and dat test at 0.08720 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and a21 error test. Unit alarmed motor error during the occlusion test due to faulty fsr (gold). The motor was tested outside of the unit and passed. Unit uploaded properly using carelink. Unit had cracked display window, cracked case at display window corner, broken belt clip slot and a partially broken off reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. Data analysis: there is no data available due to the unit did not have a battery installed when received.

Event description:
Customer's husband reported via phone call that the customer passed away on (B)(6) 2017. The customer had lupis and was hospitalized on (B)(6) 2019. No information was reported on the customer's blood glucose levels or symptoms. The caller did not provide any information about the insulin pump but did return the device back for analysis.